Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal bupivacaine and dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient rep stated they were having issues with the implant in the past 3 to 4 months. The patient rep stated it was either the catheter or the pump itself. The patient rep stated the healthcare provider (hcp) directed patient to contact the local representative (rep) to schedule to have the pump replaced. The patient rep stated the last visit with the pain specialist doctor they withdrew too much fluid out of the pump but it should not have been there. The patient rep stated the healthcare provider tried to pull the medication out from the port but they could not. Patient was referred to doctor and they did a scan and they were assuming that the pump was not working properly or they had a catheter issue. The patient rep stated that they could not do a dye study.